Manufacturer narrative:
H6-health effect- clinical code: "4581- uncomfortable looking up close and poor vision at night" should be added. H11- secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced "uncomfortable looking up close and has poor vision at night". In a separate visit the lens was explanted and the problem was resolved. The cause of the event was reported as unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
3a sex - remove male from initial MDR. G6 - type of report: 30-day missing from initial MDR. H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage to the lens but foreign material on the lens surface, specifically blue ink on the lens. Dimensional inspection found the lens to be within specifications. Claim #(B)(4).